Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds. The device output was reprogrammed as a result. The physician later felt that the patient was subsequently experiencing exit block, and the lead was capped and replaced. Additionally, the device exhibited premature battery drain, and was explanted and replaced. No patient complications have been reported as a result of this event.